Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports nearly three months after the dental implant and abutment were placed in ada site 4 in type ii bone, the implant had not achieved osseointegration. Clinician reports insufficient bone quality/quantity, pain and an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
The clinician reports nearly three months after the dental implant and abutment were placed in ada site 4 in type ii bone, the implant had not achieved osseointegration. Clinician reports insufficient bone quality/quantity, pain and an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).